Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up in clinic. The physician was unable to successfully perform a trans telephonic monitor (ttm). The clinician attempted to interrogate the pulse generator and a message stating that the device was in backup vvi mode was displayed. The device was explanted and replaced successfully. The patient was not symptomatic.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was triggered likely due to voltage fluctuations. The device was tested on the bench and when impedance is at this level the device is susceptible to voltage fluctuations. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The cause of the bvvi is inconclusive, as backup vvi was not reproduced after reloading product code.